Manufacturer narrative:
The e801 analyzer serial number was (B)(6). The sample was requested for investigation.

Event description:
The initial reporter questioned a positive result for 1 patient sample tested for elecsys anti-hbs ii (anti-hbs ii) on a cobas e 801 analytical unit. The result from the e801 analyzer was 969 iu/l (positive). The result from the autobio method was 4.514 (negative). The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
Calibration was acceptable. The customer stated qc results were within the acceptable range. The sample was submitted for investigation. The customer's positive anti-hbs ii results were reproduced at the investigation site. The positive anti-hbs ii results were confirmed using neutralization testing. There is no data to suggest false positive anti-hbs ii results. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The cause of the event could not be determined. The elecsys anti-hbs ii assay performs within specification.